Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of keypad issues with their insulin pump. Customer tried to troubleshoot by removing battery and replacing it, but device froze and no response from keypad. The patients' blood glucose level was 202mg/dl. Customer states none of the buttons are responding correctly. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced.